Manufacturer narrative:
Service engineer reboot the device, calibrated through the service menu, reinstalled the sensor, and then replaced with another sensor.

Event description:
Hamilton medical ag received the following incident description: when trying to calibrate the o2 sensor, an error appears, calibration failed, 5 attempts were made to calibrate the o2 sensor, all ended in error. The problem was solved by replacing the sensor with a new o2 sensor.

Manufacturer narrative:
Service engineer reboot the device, calibrated through the service menu, reinstalled the sensor, and then replaced with another sensor. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.

Event description:
Hamilton medical ag received the following incident description: when trying to calibrate the o2 sensor, an error appears, calibration failed, 5 attempts were made to calibrate the o2 sensor, all ended in error. The problem was solved by replacing the sensor with a new o2 sensor.